Event description:
Subsequent to the initial MDR, clarification was received on(B)(6)2020 regarding the reported adverse event. It was reported that on (B)(6)2020 , the patient was alone at home and fell unconscious in her apartment; she is unclear exactly when but assumes it was around 5:30pm. After her mother called her and the calls were not answered, the patient's mother called the patient¿s friend to check on her. The patient's friend arrived at the patient´s apartment at 8:30pm with their spouse, found the patient unconscious, and called emergency. There were no alarms from the cgm as far as the patient can recall. She remembers that she checked the receiver and saw a value of 95 mg/dl and fell unconscious just a few seconds later. She was given glucagon by the emergency team when they arrived. The first bg value that the emergency team was able to take was 20 mg/dl. The patient was transported to the hospital, stabilized and released on the(B)(6)2020 . No hospital treatment information was provided. Additionally, the sensor was inserted into the abdomen on (B)(6)2020 . At the time of the report the patient was in good condition. No further additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient experienced a hypoglycemic event and lost consciousness. The patient¿s neighbors took her to the hospital where she was treated with glucagon. The patient stated that she had not received a low alert as the value on her cgm had not displayed low. The cgm and bg values at the time of the event were not provided. At the time of report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.